Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old black or african american female patient underwent revision breast augmentation with a unknown size unknown saline implant and experienced uncomfortable left side, and left side sharp shooting pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On august 6, 2020, mentor became aware that field e4 for "reporter also sent report to FDA?" Was inadvertently left blank under the previous initial submission. The field has been updated to "unknown" on this form. Manufacturer¿s reference number: (B)(4).